Event description:
It was reported by a coroner¿s office that the patient had passed away as they were planning to return the generator. No allegations were made regarding vns, and the coroner was only following our disposal recommendations to have devices returned to livanova. The device was received from the coroner¿s office for analysis. Product analysis was completed on the generator. The device output signal was monitored for more than 24-hrs in the product analysis lab, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Product analysis was completed on the lead. During the visual analysis what appeared to be pitting and rust-like deposits were observed on the connector pin surface. Energy dispersion spectroscopy was performed on the connector pin rust-like deposit and identified the area as consisting of chromium, iron, nickel, silicone, sodium, molybdenum and manganese. Another energy dispersion spectroscopy procedure was performed on the clean surface of the connector pin and identified the area as consisting of chromium, iron, nickel, sodium and molybdenum. A definite cause for the pitting could not be determined based on the lead portion returned. The corrosion may have occurred post-explant, as the generator was left with output current on when returned. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure, including stretched leads. No other obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device. The corrosion is reported in this report. Programming history was reviewed for the generator. No anomalies were seen in the data available. Information was received from the coroner¿s office that the patient had passed away from nontraumatic seizure disorder (juvenile myoclonic epilepsy), with the following contributing factors: hypertensive cardiovascular disease, cardiomyopathy, morbid obesity, hepatic cirrhosis, and sleep apnea. The manner of death was given as natural. The patient¿s death is reported in MFR report 1644487-2019-00825, as it not believed to be related to the corrosion found in product analysis. No additional or relevant information has been received to date.